Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, the reported issue occurred because the input signal and the display setting did not match. This issue is addressed in the device's instructions for use (IFU): "6.1 troubleshooting guide malfunction: no image. Cause: the button for switching input signals has been incorrectly set. Remedy: use the input button on the front panel to select an appropriate terminal.".

Manufacturer narrative:
During troubleshoot, the nurse at the user facility reported that the issue was resolved by selecting sdi-2 input on the monitor. The monitor was purchased on september 9, 2020 with no repair history. No device was returned for evaluation; therefore, the root cause of the reported malfunction cannot be determined at this time. However, the investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
During preparation for use of an unspecified procedure, the secondary high definition liquid crystal display monitor reportedly has no video. Sd1 video cables attached to sdi-1 and sdi-2 inputs on the monitor. The cables were securely attached. No patient injury or harm was reported.